Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, unexpected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. The investigation is yet to confirm that expected performance was achieved using an alternate reagent lot. The investigation was unable to determine a definitive root cause at the time of this report. However, the most likely cause of this event is a reagent related issue. Additional investigation by ocd regarding vitros phbr reagent performance is ongoing.

Event description:
The customer obtained multiple, non-reproducible, unexpected vitros phbr quality control results using a vitros 5,1 fs chemistry system. Qc fluid lot k1912 = 13.29, 13.40, 13.96, 14.19, 13.29 vs. Expected result = 10.15 ng/ml; qc fluid lot q2098 = 42.11, 49.25, 47.51, 48.26 vs. An expected result= 61.71 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros phbr patient samples were questioned during the time frame of the event. There was no report of patient harm as a result of this event. This report is number two of nine MDR's for this event. Nine 3500a forms are being submitted for this event as nine devices were involved. (B)(4).